Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The endotoxins test results for this batch was reviewed and it is within the acceptance criteria. Based on the quality team's investigation, the root cause of this incident cannot be determined. The probable cause for phlebitis could be due to package integrity was compromised during handling but not identified by the clinician or aseptic technique was not ensured during product application. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per a-eura document, srd-rm0039, severity is catastrophic (s5) occurrence = (sum of complaints / batch quantity) x 1,000,000 = (1/36000) x 1,000,000 = 28 ipm which is occasional (o3) the risk is unacceptable per ms-qs-034 root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. The endotoxins test results for this batch has been reviewed and it is within the acceptance criteria. The probable cause for phlebitis could be due to package integrity was compromised during handling but not identified by clinician or aseptic technique was not ensure during product application. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters were involved with the patient experiencing phlebitis and receiving medical intervention as a result. The following information was provided by the initial reporter: complaint 2 of 2. We would like to inform you about several complaints, phlebitis, after placements venflon pro safety on the operation room. The products were placed by different people, there is not 1 hcp person who had the most infections. The pivc was removed most of the time the same day. We are waiting for the lotnumber and referention number they use at this moment, the pivc¿s aren¿t available anymore for research. Additional information received: may we kindly ask you to provide us with the following information? - product and lot number vps 22g and 20g lot 0080029p45 and lot 0081682p48 - did the issue led to a serious injury? Yes phlebitis - were there any erroneous results due to the defect? Didn¿t no - did the course of treatment change? No but we are looking for that together with the hcp - was any medical intervention needed? We are looking why they have more phlebitis than general - other actions? We are looking why they have more phlebitis than general